Event description:
It was reported that the patient went through withdrawal (date and symptoms not reported). There was a volume discrepancy, with less medication aspirated from the pump than expected (discrepancy amount not specified). A dye study was done and the pump was determined to be not working. The patient got a new hcp and another dye study was done, which was normal. No volume discrepancies were noted. The hcp was considering further troubleshooting to determine the cause of the patient's withdrawal. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.